Event description:
Healthcare professional reported "patient complains of pain since april...symmetrically placed prostheses with irregular margins...on the left multiple bubbles of "oil sign"...on the left end of consensual liquid film". This record related to left side. Device is explanted.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Rupture: observed, openings in the radius side assessed as surgical damage. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed in the surface of the shell. Yellow particles observed in the gel.

Event description:
Healthcare professional reported "patient complains of pain since april...symmetrically placed prostheses with irregular margins...on the left multiple bubbles of "oil sign"...on the left end of consensual liquid film". This record related to left side. Device is explanted.

Event description:
Healthcare professional reported "patient complains of pain since april...symmetrically placed prostheses with irregular margins...on the left multiple bubbles of "oil sign"...on the left end of consensual liquid film". This record related to left side. Device is explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, e.3.